Event description:
Caller states that the inform base smelled like smoke and appeared to smoke when meter was docked with base. No adverse event reported. Requested return of suspect device and replacement was sent.